Event description:
The pt (B)(6) received an scs system, including an extension, on (B)(6) 2010. It was reported that the pt was undergoing a lead revision procedure. When the new lead was connected to the existing extension, several lead contacts exhibited invalid impedance measurements. The surgery was stopped and continued the next day. On (B)(6) 2011, the extension was explanted and replaced. The issue was allegedly resolved as a result of the replacement, and the pt reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.